Event description:
Allegedly the surgeon drilled and placed a screw in the distal hole without incident. The surgeon then proceeded to drill the proximal hole of the plate and inserted a screw. As she made her final turns to engage the screw in to the plate, the plate quickly "buckled" and deformed. The plate was removed and a new plate was implanted. The surgery was extended for approximately 5-10 minutes. The implantation site/procedure was 2nd tmt arthrodesis.

Manufacturer narrative:
The complaint investigation is not complete. This is a reportable malfunction. An updated report will be sent.